Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The device was also used in a simulation of use for therapy but nothing was found related to the reported alarm. The device was determined to meet specifications and the reported event was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The patient stated that the surface where the supply bag was sitting was wet. The source of the leak was not identified. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.